Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt presented with a refractive error, however, there was no decrease in bcva compared to baseline. The surgeon suspected the iol may have been malpositioned and intervention was performed to exchange the iol. The lens was replaced with a 22.00 d crystalens and the pt's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).